Event description:
It was reported on (B)(6) 2016 that the patient had a full replacement that day. It was indicated that the patient had high lead impedance and that this was the reason for the replacement. The explanted device will not be returned for analysis due to the policy of the explanting hospital.